Event description:
The initial attorney report alleged unspecified permanent injuries, pain and suffering, explant, defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 1999 - repair of parastomal hernia with composix mesh (1) and repair of ventral hernias with composix mesh (2). On (B)(6) 1999 - office visit, patient has had a beautiful convalescence. On (B)(6) 2001 - repair of recurrent parastomal and ventral hernias with an unknown "dual mesh" which was cut in two. To repair the parastomal hernia, one piece was tailored to complement composix mesh (1). The other piece of mesh was used for ventral hernia repair. Reportedly, the ventral hernia recurrence was "probably due to the substantial weight gain after surgery." On (B)(6) 2011 - office visit, patient has a hematoma, a drain is in place. On (B)(6) 2004 - admitted for treatment of contained bowel perforation following colonoscopy and polypectomy. On (B)(6) 2008 - lysis of adhesions, small bowel resection, and placement of non-bard mesh. The medial aspect of composix mesh (1) was densely adherent to small intestine; this appeared to be the point of obstruction. On (B)(6) 2008 - debridement of abd wall mesh and drainage of anastomotic leak. The non-bard mesh was excised. An enterocutaneous fistula was noted. On (B)(6) 2009 - surgical consult, she has bleeding in her wound. On (B)(6) 2009 - abdominal wound debridement. Mesh (2) was dissected away from surrounding tissue. On (B)(6) 2008 - (B)(6) 2010 - office visits for wound care. On multiple occasions exposed mesh was excised. An open enteric fistula with infected abd wall mesh is noted. On (B)(6) 2010 - patient developed fecal drainage into her ileal loop and was admitted for bowel rest and evaluation.

Manufacturer narrative:
Initially, one event was previously reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. Based on the information available at this time, no definitive conclusions can be made. This is a patient with a complicated medical history significant for multiple abdominal surgeries, bladder cancer requiring a cystectomy with creation of an ileal loop ostomy for urine drainage, and morbid obesity. The information provided indicated that the patient was treated for adhesions, recurrence, fistula formation and hematoma, all of which are known possible adverse reactions listed in the IFU. It was also indicated that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The device predates available sterility records, however, a manufacturing review was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate the mesh remains implanted. The two bard mesh implants functioned well for over nine years; it appears that contamination from a small bowel anastomotic leak caused subsequent complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2011-00320 for information related to the other composix mesh (2) implanted on (B)(6)1999.